Event description:
Medtronic received information that during implant of this 34mm transcatheter bioprosthetic valve (d727727), into a patient with a heavily calcified native annulus with a large perimeter, and large diameters at the sinotubular junction and ascending aorta, shortly after the valve was released from the delivery catheter system (dcs), the valve dislodged into the large sinus of valsalva (sov). The physician snared the valve and advanced it to the ascending aorta, short of the innominate artery, and held the valve with the snare as a second transcatheter valve (d688463) was advanced over a non-medtronic guidewire into the annulus. The second valve was successfully deployed at a depth of 4-5mm. The patient's blood pressure was adequate, but the valve frame appeared somewhat constrained. A post-implant balloon aortic valvuloplasty (bav) was performed with a 24mm non-medtronic balloon. The bav was reported to be successful. The catheters in use were withdrawn. The initial valve position was confirmed to be anchored in the ascending aorta, at the innominate artery; the snare released the first valve. Multiple images of the aortic root were reviewed and confirmed no dissection and successful placement of both valves. Just prior to closing vascular access, the anesthesia team noted low pressure in the arterial line at the radial access. Cardiopulmonary resuscitation (CPR) via chest compressions were performed for 15 seconds, then stopped because the anesthesia team reported the blood pressure had increased. Because chest compressions were performed, another image of the aortic root was obtained to assess and confirm no disruption to the valve implant position. During this review, a dissection was noted in the aorta. The procedure was converted to open surgery to repair the dissection. Following surgical repair, the patient died. The cause of death was not received.

Manufacturer narrative:
Other relevant device is: product ID: evproplus-34us, serial #: (B)(4), ubd: 11-nov-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The physician stated that the heavy calcium in the native leaflets and native anulus contributed to the dislodgement, however, without images for review we are unable to confirm. After the valve dislodged up into the large sinus of valsalva, a decision was made by the physician to snare the valve into the ascending aorta short of the innominate artery. Use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Per the IFU: once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. It was then reported that the first valve was then held with the snare as a second valve could be deployed. The frame appeared constrained. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Per the IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." This event does not indicate device misuse or malfunction. The user followed the IFU and performed a post-implant balloon aortic valvuloplasty (bav) with a 24mm true balloon. The post-implant bav was reported as being successful. However, just prior to closing vascular access, the anesthesia team noted low pressure in the arterial line at the radial access, so CPR was performed for 15 seconds, and then stopped because blood pressure had increased. A dissection was noted during the next imaging of the aortic root, so the procedure was converted to an open surgical procedure to repair the dissection. Additional information stated that the dissection was reported as a retrograde dissection below the valve. It is possible that the snaring of the valve that was performed against the IFU directions played a role in the dissection. The report of patient expiration at implant was ascertained as being related to profound hypotension. The hypotension and bleeding were most likely caused by the dissection, that most likely was the result of the user snaring the valve, that as a result, led to bleeding, heart failure and ultimately patient death. However, the user also reported that the blood loss was caused from multiple areas of cannulation and anastomosis that required two units of platelets and two units of fresh frozen plasma to be administered. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction of the device contributed to the reported events. The device history record for the second valve (d688463) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received which the physician reported that heavy calcium in the native leaflets and native annulus contributed to the dislodgement. The post balloon aortic valvuloplasty (bav) resolved the frame expansion issue. The dissection was reported as a retrograde dissection below the valve. The cause of the dissection was not known. To address the dissection a bentall procedure was performed with a root replacement, a 23 millimeter (mm) non-medtronic surgical valve, and a hemashield graft with re-implantaion of the coronaries. Per the physician, the cause of death was ¿profound¿ hypotension related to grade 4 dysfunction and blood loss. Updated data: h6- patient annex e codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that it is unknown what caused the class 4 (IV) dysfunction. The blood loss was caused from multiple areas of cannulation and anastomosis. Two units of platelets and two units of fresh frozen plasma were administered. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.